Event description:
Customer's father, (B)(6) called regarding the over delivery of insulin. Customer informed caller that the insulin pump went crazy and may have over delivered insulin. The last alarm was rewind pump. Customer was trying to deliver a bolus, when the insulin pump said "pump resetting" and started to vibrate and countdown. Customer stated that he dropped the insulin pump the previous day. Customer's blood glucose reading is 384 mg/dl. Caller stated sometimes the customer rushes through the programming. Caller will monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.